Manufacturer narrative:
The customer declined a service visit and requested a phone consultation with a beckman coulter service engineer. The customer's biomedical engineer purchased the interconnect cables from an outside vendor and replaced the burnt conveyor interconnect cables. The biomedical engineer confirmed the unit was running fine without errors. (B)(4).

Event description:
The biomedical engineer reported half of the automation line had stopped moving and visible smoke coming from the power processor sample processing system with generic connection modules . The biomedical engineer found the conveyor 1 and conveyor 2 interconnect cables charred. There was no report of injury. There was no report of visible flame. The fire department was not called. The customer was wearing personal protective equipment consisting of laboratory coat, gloves and goggles at the time of the event . The customer has a risk exposure plan.